Event description:
Bone cement did not adhere to components and became loose after implanation. No harm to pt. Delayed surgery (1) hours. Information was received. 05/2005. That products could also have contributed to event.